Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not pumping insulin and customer reverted to manual injections. There was no reported impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the contact did not respond.